Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer (B)(4) called in for help on 8015 unit she has error code111-2002 on the unit. Explained to customer that error is a communication error with processor the main board has went out on the unit will need to be replaced. Confirm part number for logic board also explained to customer once the main board chas been replace you have to update the serial number that is on the rear case of the unit use the asm software, once customer replace the board she will call back for help and update the serial number on the unit.